Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system alarm. The blood glucose reading at the time of the event is unknown. The alarm was not resolved with troubleshooting. The insulin pump will be returned for product analysis.